Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a non-dehp continu-flo solution set got separated at the y-site. The device contained saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 21, 2025 ¿ march 22, 2025. H11: the device was received for evaluation. A visual inspection was performed, and the tubing separated from the first y-site clearlink at the downstream part was observed. There was a lack of solvent that was not applied in all the circumference of the tubing. The insertion of the tubing into the first y-site clearlink was not according to specifications. The reported condition was verified. The cause was determined to be from improper manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.